Manufacturer narrative:
The axium coil will not be returned for evaluation as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information has been requested, should it become available a supplemental report will be submitted. Related mdrs for this event: 2029214-2017-01038 2029214-2017-01039 2029214-2017-01040 2029214-2017-01041.

Event description:
Medtronic received information that during coiling treatment of unruptured, saccular aneurysm, located in m2 measuring 4.3mmx3.8mm, with neck diameter 3mm, four coils migrated after implanting at the intended location. It was reported that during deployment of the forth coil, the coil mass was loose and a part of coils mass migrated away from the aneurysm dome. The physician used non-medtronic stent to compress these coils back into the aneurysm; however, the stent moved from the original position to a more proximal position. As a result, part of the coil mass was pulled out from the aneurysm neck into the parent vessel. No further information was provided.

Manufacturer narrative:
Type of follow up - additional information. Codes updated the actual device was not returned for investigation; however, images were provided for review. The images appeared to show a progression of coils during and following implant within the aneurysm, with a migration of a portion of the coil mass into the parent artery as reported. Based on the images provided and on the reported information, the clinical observation was confirmed; however, the cause for the migration could not be determined. The placement of the fourth coil led to the movement of the coil mass. It is possible that the contact with the fourth coil caused the coil mass to migrate. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime detachable coil and i.d. (Instant detacher) instructions for use (IFU): warning: ¿if undesirable movement of the axium¿ prime detachable coil can be seen under fluoroscopy following coil placement and prior to detachment, remove the coil and replace with another more appropriately sized axium¿ prime detachable coil. Movement of the coil may indicate the coil could migrate once it is detached. Angiographic controls should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel.¿ if information is provided in the future, a supplemental report will be issued.